Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump passed the self test. No missing segments or partial display noted. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not locking in place. The customer¿s blood glucose level was 130 mg/dl. The customer reported that the reservoir lip ring had crack and missing segments. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.